Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing. Boston scientific technical services (ts) discussed that the noise was consistent with oversensing related to the minute ventilation (mv) feature. Review of stored device memory noted that ra pacing impedance measurements were stable in the 400 ohms range with intermittent increased measurements of 588 ohms. Additionally, ra thresholds were noted to be stable at 0.5 volts with one increased measurement of 1.5 volts. No adverse patient effects were reported. This product remains implanted and in service. This device was included in the recent mv sensor signal oversensing advisory population.